Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the electrode was positioned on the left ventricle wall (desired position). However, the guide did not advance through the electrode. The electrode was then removed, washed with serum and heparin, but there was not success. It was discovered that after removing the device, the physician made another attempt with another quartet device. It caused a perforation on the coronary sinus. The coronary sinus was perforated by excessive manipulation of the sheath in an attempt to cannulate the coronary sinus. The patient was stable, but remained in hospital.